Event description:
Related manufacturer reference numbers: 2017865-2023-35909. It was reported that the patient presented in clinic for right ventricular (rv) lead revision. It was previously noted that the right ventricular (rv) lead exhibited increased in capture threshold and pacing impedance, as well as r-wave amplitude variation. Cardiac perforation was suspected. Rv lead was repositioned on (B)(6) 2023, and no other intervention was performed. During rv lead revision, the set screw and septum from the header of implantable cardioverter defibrillator (ICD) was too loose and fell off. The ICD was explanted and replaced as well. Patient condition was stable.

Manufacturer narrative:
The reported event of loose or displaced septum was confirmed. Upon receipt the left ventricular septum was found to be missing. A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.